Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician experienced longitudinal shortening after implanting a 2.75x24mm promus element stent, which he determined based on the length of the 18mm post-dilatation balloon. He felt the balloon length was almost matching the length of stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - as the unit has not been returned a technical analysis could not performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).